Event description:
The user reported, the heart lung console batteries were not holding a charge. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.